Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported lot codes 2881340, b4aj31000, d74k71, dw7dv1000 or 3025096 . The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address pain. Also, the surgeon stated that there was what looked like the beginning stages of corrosion at the base of the head, but nothing on the stem. Doi (B)(6) 2010 - dor (B)(6) 2012 (hip). Update litigation papers received 11/13/2013. Litigation alleges the patient suffers from discomfort. The cup, hole eliminator and stem are being reported to address these allegations. The complaint was updated on x.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metal on metal reaction, corrosion, and white fluid within the joint. Lab results from (B)(6) 2012 indicated metal ion levels were below 7ppb.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.